Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had frequent button error alarms. Customer also reported a crack present on the lower right and lower left display. The customer also reported a crack present by the reservoir window. The customer's blood glucose was unknown. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No cracks were noted on the reservoir window.